Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2021 and suture was used. During the procedure, the loop was broken twice. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number am3161, and no non conformances / manufacturing irregularities were identified (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "during the appendectomy, the loop was broken twice". Could you please provide the following information: did the same device's loop break twice or did two devices break during this procedure? Was the procedure completed successfully? How? Were there any patient consequences? Related reports: 2210968-2021-10250.